Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported that the nurse from the surgical unit have the rep the pump and it would be returned for analysis. The pump was explanted on (B)(6) 2016.

Manufacturer narrative:
The pump dose was noted to be 400.5 mcg/day. Analysis revealed no anomalies as the device met specification. Conclusion code no longer applies to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-18 the representative further reported to her knowledge he pump was still not extracted as the surgeon was on holidays.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) who was receiving lioresal 2000 mcg/ml; 456.1 mcg/ml via an implantable pump. Other medications were oral lioresal. The date of the event was approximately (B)(6) 2016. It was reported the patient experienced a random return of symptoms with an increase in spasticity. Since march, the patient had a lack of "unpredictable efficiency of the pump." The patient would compensate by taking oral medication. The patient noted days and number of oral medicine that he has "of set to compensate" for the lack of efficiency of the pump. The patient heard a noise of gearing. There were no environmental/external patient factors that contributed to the issue. The doctor programmed an examination of the rotor and the catheter. The doctor programmed a change of the pump by a few weeks. The doctor filled the pump (B)(6) 2016 and followed the patient as the issue was not resolved. The patient's status was reported as alive - no injury. On (B)(6) 2016 it was later reported by the representative that the "pump must be extracted yesterday but the operation was pushed away at a later date, certainly after the holidays." On (B)(6) 2016 the representative further clarified that on (B)(6) 2016 the surgeon and physician had decided to change the pump. The physician returned from holiday and the pump was then explanted and changed with a new pump on (B)(6) 2016. In regards to the explant of the pump in relation to the reported symptoms and/or a device malfunction, it was reported as the decision of the physician and surgeon. The physician "supposed" failure of the pump because the pump "did not have been able to drain away totally." The representative reportedly had not noticed anything. There was no information regarding the cause of the patient's symptoms.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). Follow-up was attempted to clarify the statement, "did not have been able to drain away totally". The rep responded, "for the pump of the report (B)(4) there was no action on the pump. It was explanted because the patient indicated an outbreak of his symptoms. I specified elements in my report. I haven't more informations."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.